Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the pocket was relocated deeper.

Manufacturer narrative:
Additional information was received that the bsn sales representative was made aware of the revision procedure on (B)(6) 2016. Update to the initial MDR on date of event, report date and date received by MFR. Date of event, report date and date received by MFR should have been (B)(6) 2016.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the pocket was relocated deeper.